Event description:
It was reported that the patient was unable to pair the home transmitter with the implantable cardioverter defibrillator (ICD). Multiple attempts were made, however stored electrograms (egm) were unable to be read and transmitted. There were no interventions reported, as the patient was scheduled to be seen in-clinic at a future date. The patient was asymptomatic.